Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the light scatter preamplifier had malfunctioned. The fse preamplifier, which repaired the increased mo results. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer generated high monocyte (mo) results for patient samples. The print outs of the results were requested but the customer stated they were no longer available. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.